Event description:
Positively biased patient results using vitros amon slides on a vitros 250 chemistry system were observed when performing a patient correlation study. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient results were reported. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined positively biased ammonia results were obtained from patient samples using vitros amon slides on a vitros 250 chemistry system. The patient samples had been stored at room temperature for approximately 1 hour prior to testing on the vitros 250 chemistry system. The instructions for use for vitros amon slides indicates: "mix samples by gentle inversion and bring to room temperature, 18-28 degrees c (64-82 degrees f); analyze immediately" and also indicates room temperature storage of samples is not recommended. The root cause of this event is user error related to pre-analytical sample handling.